Event description:
It was reported that during a remote follow up, myopotential oversensing was noted on the right ventricular (rv) lead suspected to be due to non-confirmed lead damage. The patient was admitted to the hospital, however, no intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.